Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, radiculopathy and spinal pain. It was reported that the ins stopped working once before, about 2 years ago, so the patient met with a manufacturer representative for reprogramming and the rep got the ins to work again. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2019 it was reported that the patient did not know the circumstances that led to the implantable neurostimulator (ins) to stop working. The patient noted that the rep used their electronic tool to change programs and got it working again. There were no further complications reported or anticipated.